Event description:
The dr inserted a lacrimal duct catheter into a pt when the cannula broke away from the catheter portion. The cannula stayed in the pt's tear duct and had to be surgically removed. There has been no report of add'l injury as a result of this incident.